Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. When the inside of the forceps was cleaned with the device and the olympus bw - 20t reusable channel cleaning brush, "black adhesive" was confirmed. No leaks were detected. A visual inspection was performed on the device and no defects directly related to the phenomenon were confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, during reprocessing, while cleaning the evis lucera elite colonovideoscope with a non-olympus brush, black adhesive was attached to the brush. Although the brush was washed about three (3) times, the foreign matter would not come off. The scope was cleaned and disinfected in an olympus oer-4. In the inspection, the mucus remover was used with a syringe. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus analyzed the component of the collected foreign material and found that it was a mixture of organic silicon, protein, fluoroplastics, and inorganic material. Organic silicon is derived from watertight packing, silicone-based adhesives, silicone parts, silicone-based chemicals, proteins are derived from humans, bacteria, or protein-based chemicals used on the periphery, and fluoroplastics is derived from fluorine-based resins. However, since the collected foreign material is a mixture of these substances and the origin is diverse, we could not specify the root cause of the suggested event. Olympus will continue to monitor field performance for this device.